Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2026 when the patient was lying on the bed.the blood glucose level was low at the time of the event and got treated with orange juice. No further information available.